Event description:
Caller reported a cartridge alarm 30, which did not cause the customer's blood glucose level to exceed 500 mg/dl. Cts confirmed consecutive alarms and decided to replace the pump. Customer will use multiple daily injections as a backup therapy while waiting for the replacement pump with updated software. Instructions were given to return the problematic pump via ups within 10 days, and caller understood these steps.